Manufacturer narrative:
Based on previous investigations with same failure mode it was determined that this event should have not been considered a reportable event since the malfunction could not cause or contribute to a death or serious injury. Reported event: an event regarding arm vibration during reaming, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. Method & results: device history: a review of the DHR associated with rio 080 found the pt review successfully passed, all associated npr's have been closed. Complaint history: based on the device identification (pn 203999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration. There were multiple reported events ((B)(4)). Trend request for this part number has been submitted (trend request #(B)(4)). Conclusion: the log data from the case was reviewed. An analysis of the reaming events and system errors/warnings was completed. The rapid on/off cycles are symptoms of the burr hitting the stereotactic boundaries, however from the data it cannot be identified if the cycles resulted in arm vibration. There were multiple velocity trap errors during burring, that could indicate and unstable bone array, which could amplify the described vibrations. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated during reaming. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated during reaming. The case was successfully completed and there was no harm to the patient.